Event description:
The device was returned for routine preventative maintenance, however during initial testing at zoll medical's technical svc dept, the device displayed "status 81" and "status 82" messages. Also, the device was unable to charge and was unable to change lead selections. There was no pt involvement in the reported malfunction.